Event description:
It was reported that this lead was an attempted implant as sufficient lead placement was unsuccessful due to tricuspid regurgitation. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).